Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that their device had its service indicator illuminated and has logged an event code which affects defibrillation energy delivery in AED mode. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control examined the removed therapy pcb assembly and determined that the cause of the reported issue was an electrically leaky capacitor, designator c160.